Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The date of death is unknown at the time of this report, the date provided is the notify date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient died. Cause of death was unknown at the time of this report. Follow up was conducted but no additional information could be obtained. The death is being reported in an abundance of caution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.